Manufacturer narrative:
(B)(4). Device received and visual exam found the glenoid reamer assembly returned with locking screw fractured at the threads. The tin coating shows signs of wear on the edge of the reamer. Functional testing and rockwell hardness test were performed. The reamer and locking screw found conforming where the reamer assembly returned has the locking screw fractured at the threads measured with the exception to the previously identified damage. The hardness of the locking screw was verified within specification. Print specifications found to be met where measured. Device history record review found no deviations or anomalies. The device is used for treatment. It is not suspected that the product failed to meet specifications. No other complaints of any type have been reported for this lot. Based on its lot number the reamer has an approximate field age of 2 years and 3 months. This type of failure may occur if the reamer locking screw of the reamer is not completely and securely screwed into the driver, allowing the reaming torque and bending forces to be applied to the threaded peg instead of being transmitted by the reamer body's facets to the tabs of the driver. However the exact cause of failure cannot be determined with certainty. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During surgery, while the surgeon was reaming the glenoid, the glenoid spoke reamer assembly fractured at the threads.